Event description:
Pt to the operating room for cholecystitis. Towards the end of the case the anesthesiologist communicated a mild increase in etco2. Troubleshooting was completed, became concerned for malignant hyperthermia r/t elevated co2. Pt received dantrolene and was stable. All appropriate steps to treat and prevent worsening condition. Pt to the ICU for monitoring. Upon further investigation felt to most likely be caused by the sodasorb filter not being noted if it did turn violet and then turning back to white.